Event description:
On (B)(6) 2012, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging that her daughter's onetouch verio iq meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged issue first began. The patient's testing frequency, normal blood glucose range, and insulin type regimen are not known and it is not clear if the patient suffers from other health conditions. On an unspecified date/time the patient reportedly obtained blood glucose readings of "223mg/dl" with the subject meter and "114mg/dl" with another meter (primarily used with her insulin pump), performed within 30 minutes of each other. According to the csr's documentation, in response to the alleged issue, the reporter advised her daughter to consume less food/drink and administer her insulin as usual (dosage not specified) and subsequently, at an unknown time after the alleged issue occurred, the reporter claimed her daughter went "hypo". Per csr notes, the reporter claimed the patient "is unable to feel any symptoms"; it is not clear what hypoglycemic symptom(s) the patient was exhibiting after the alleged issue occurred. The patient's blood glucose reading (with the subject meter and/or other device) at the onset of her "hypo" symptom(s) are not known. According to the csr's documentation, at an unspecified time afterwards the reporter administered food and/or drink as treatment. It is not known when the patient's symptom abated. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. The products involved with this complaint have been returned on and evaluated by product analysis (pa) respectively on (B)(6) 2012 with the following findings: the meter passed testing and met specification; pa was unable to duplicate the complaint. The test strips passed testing with no faults found. This complaint is being reported because the patient may have reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.